Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the numbers started scrolling on the screen without the users input. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a critical pump error alarm and multiple pump error 47 alarms were found in the formatted history file. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests or verify the unresponsive buttons/keypad due to the critical pump error alarm. The keypad was inspected and no damage was noted. The pump was received with a scratched case, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.